Event description:
The product was used for crainal closure. Reportedly, the suture broke. The hospital reported that no patient injury had occurred.

Manufacturer narrative:
8/11/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.